Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sarcoidosis. There was no report of serious or permanent harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The initial report was filed as product problem, but it should be both product problem and adverse event report. Box b and box h has been corrected and updated.

Event description:
He manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging sarcoidosis. There was no report of serious or permanent harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging sarcoidosis. There was no report of serious or permanent harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.